Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) is unable to establish communication with the scs ipg and external devices. The patient stated she charged the ipg regularly until this issue occurred. Surgical intervention may be taken to address the issue.